Manufacturer narrative:
The lot number was not provided; therefore a lot history review was not performed. The device was not returned for evaluation; therefore the investigation is inconclusive as no objective evidence was provided for review. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0224512 valvuloplasty balloon catheter allegedly experienced a leak. The information was received from one source. The malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.